Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-03696 and 03697.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
In the initial report for this event, the date of this report was inadvertently reported with the incorrect year. This is one of two device reports related to this same event; the associated manufacturer report numbers are 1225714-2014-03696 and 1225714-2014-03697.